Event description:
The customer reported that when the subject device was plugged into the processor, the image was fuzzy. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The suspect device was sent to olympus for evaluation. Inspection and testing did not reproduce the report of a fuzzy image. A review of the device history record found no deviations that could have caused or contributed to a blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions olympus will continue to monitor field performance for this device. In addition, angulation in the right direction did not meet the standard value due to wear of the angle wire, there was a gap in the adhesive on the bending section cover, the connecting tube was wrinkled due to the resin being cracked due to chemical stress applied during reprocessing, the universal cord was wrinkled due to the resin becoming detached/deteriorated, the light guide lens was cracked due to a shock caused by dropping and knocking the device to a hard surface, the distal end cover was dented due to a crack in the resin part caused by handling, the scope connector was damaged due to physical stress, the scope connector cover was deformed due to physical stress, the image guide protector was cut due to physical stress, the control unit and scope connector cover were deformed due to physical stress, there was noise in the image due to a cut on the charge-coupled device cable, the device leaked due to deformation of the right/left knob, and the circuit board in the scope connector was corroded due to water leakage. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.